Manufacturer narrative:
Follow-up #1: date of submission 07/12/2015. Device evaluation: the meter and pump has been returned and evaluated by product analysis on 06/23/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged power issue was verified in the black box but not duplicated in the evaluation. Review of black box data found unexplained power-on-reset events one and two days before the complaint date with deliveries resumed 5 and 12 hours later respectively. Total daily delivery added up correctly and reflected the user¿s basal program. Multiple battery compartment cracks were observed, on the side of the compartment in the threads area, above the grip pad and below the grip pad. Battery cap was not returned and a test cap was used in the evaluation. The pump powered up and functioned properly. The pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) reading was at 588 mg/dl with symptoms of dehydration, extreme thirst, excess urination, shortness of breath and confusion. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustment to the pump settings. The reporter alleged that there was an intermittent power issue with the pump. Reportedly, the battery compartment was cracked and the battery cap was unable to tighten properly onto the pump. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged power issue resulting from a cracked battery compartment of unknown causes.